Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred a few weeks prior. Date unk by caller. Pt stated he woke up one morning, a few weeks prior to this call, and used his prodigy meter to take his blood glucose reading. It was said that the reading was 569 mg/dl. Pt said his relative took him to the hospital but later said he took a taxi. He also said he believed his glucose reading at the ER was under 100. Treatment, if any provided, was not mentioned. Pt said he doesn't remember much from the medical intervention. Pdc sent replacement and requested return of suspect product.

Manufacturer narrative:
Pt returned suspect device and it was evaluated on (B)(4) 2011. Pdc lab tech checked functions and settings and found that the glucose measurement was set to mmol/l. A series of cst was performed and all results were in range. No failures were detected.